Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. No patient symptoms or intervention was reported.